Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin, prefilling the cartridge, and reused supplies. Tandem customer technical support educated customer that reusing supplies and prefilling the cartridges are off-label per the user guide; as well as, educated customer to always use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.